Event description:
It was reported that foreign matter was found before use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "foreign matter in the catheter."

Manufacturer narrative:
Investigation: bd received four insyte autoguard blood control units from lot 8278838 for evaluation. A review of the device history record was performed for the reported lot and no related quality issues were found during production. Our quality engineer visually inspected the returned units and observed foreign matter and fibers on the returned units. A sample of the foreign matter was collected and ftir testing was performed. The testing determined that they were pieces of cellulose, porous plug shavings and excess manufacturing material. Based off the visual inspection and testing the engineer was able to verify the reported defect. The porous plug shavings and excess manufacturing material were determined to come from the manufacturing process but the engineer was unable to determine the cause of the fibers. The unit was received outside of its original packaging so the engineer could not determine the origin of the fibers.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "foreign matter in the catheter."